Event description:
Pt in arrest. CPR in progress and cardiac monitor in place and working. Without warning, monitor screen went blank. Only after pressing restart button did screen reappear. Same monitor reported in 1010867.